Event description:
It was reported that during an unknown procedure, the device could not be fired at the 1st stroke during the procedure. The surgeon found part of the unit was broken. Changed another reload to complete the procedure. There were no consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 03/27/2012. One piece sled. Additional information was requested and the following was obtained: what part of the unit was broken? Back end of the reload. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? This is the 1st. Reload. Blue reload after this event. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No existing staple line. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Higher force when firing. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Could not be fired. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis results showed that one reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. In addition, the one piece sled was noted to be broken. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.